Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens was torn. The lens was removed with no pt injury.

Manufacturer narrative:
(B) (4). (B) (4).